Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and device breakage ('essure devices are still noted within the uterine cornua regions indicating that they are not completely removed.') In an adult female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute pyelonephritis and cardiopulmonary arrest. Concurrent conditions included depression, anxiety, hypothyroidism, chronic back pain, tobacco use disorder, pelvic pain, epigastric pain and constipation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure devices are still noted within the uterine cornua regions indicating that they arenot completely removed."). The patient was treated with surgery (laparoscopic salpingetomies and laparoscopic salpingetomies hysteroscopy novasure with essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: essure devices are still noted witi1in the uterine cornua regions indicating that they are not completely removed. Patient¿s history said that she had a essure device removal.. Lot number:628144 manufacturing date: 2008/09 expiration date: 2011/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and device breakage ('essure devices are still noted within the uterine cornua regions indicating that they are not completely removed.') In an adult female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute pyelonephritis and cardiopulmonary arrest. Concurrent conditions included depression, anxiety, hypothyroidism, chronic back pain, tobacco use disorder, pelvic pain, epigastric pain and constipation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("essure devices are still noted within the uterine cornua regions indicating that they arenot completely removed."). The patient was treated with surgery (laparoscopic salpingetomies hysteroscopy novasure with essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: essure devices are still noted witi1in the uterine cornua regions indicating that they are not completely removed. Patient¿s history said that she had a essure device removal.. Most recent follow-up information incorporated above includes: on 6-aug-2020: new event menometrorrhagia and essure devices are still noted witi1in the uterine cornua regions indicating that they are not completely removed was added. Lot number added.medical history were reported. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingetomies hysteroscopy novasure with essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.